Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. >/= four power on resets (pors) occurred on (B)(6) 2016, all due to "cpu active at fault time, firmware initiated an opcode error." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) encountered a power on reset (por). It was also reported that the device exhibited significant drop in battery voltage and at manual threshold test the ipg resets and temporary loss of telemetry occurs. The ipg encountered multiple por during use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated a full electrical reset. Analysis of the returned device was inconclusive. The device functioned nominally with regards to pacing output, lead impedance, and capture using the 2090 programmer. No abnormal function or operation was observed during the analysis. The cause of the anomalous pors was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.